Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the patient received three inappropriate shocks, and the lead exhibited kinked insulation, a kinked suture sleeve, and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received three inappropriate shocks, and the lead exhibited kinked insulation and apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.